Manufacturer narrative:
The device was not returned to nevro for investigation. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a trial patient with multiple sclerosis had loss sensation and movement in the lower extremities after an implant procedure. A CT scan revealed no anomalies. The patient was kept overnight at the hospital and fell out of bed while attempting to get up. After release, the patient was readmitted to the hospital due to severe pain, excessive bleeding and cardiac issues. An epidural edema was removed and a laminectomy and was performed to address the symptoms. Another procedure was also performed for the bleeding issue. There have been no further reports of complications.